Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the device displayed a "Requires Maintenance" condition and was not detected on the bus. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 06-JUN-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that the main enhanced half height drawer 2.1 was not detected on the bus. The engineer performed a shutdown and reboot of the system, but the issue persisted. The retractor band was then removed and replaced. Following the repair, the drawer was tested in the Hardware Testing Application (HTA) and passed all tests successfully. The customer also verified proper operation, confirming that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.